Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 450 mg/dl with ketone levels of 5.4 mmol/l while wearing the pod between 37 and 48 hours. The patient vomited and went to the hospital. The pod's cannula was found bent and dislodged from the infusion site (hip/buttocks). The pod was removed at the hospital and the patient was treated with an isotonic saline solution administered intravenously over several hours and intravenous insulin administration/injections.

Manufacturer narrative:
The device was received with the soft cannula fully deployed. The download data showed that the pod generated an 0x1c alarm, indicating the pod reached its expiration time. It was confirmed that the alarm was generated after the pod ran for its 80-hour limit of operation, upon which pod operation was automatically terminated. No damages or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod did not contain any timeouts or drive stalls that would indicate a struggle to deliver insulin.